Manufacturer narrative:
(B)(4). The investigation was completed on 01/29/2018. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium results on a (B)(6) female patient. There was no patient information or results available at the time of this report. (B)(6). There are no injuries associated with this event. The investigation is underway.